Event description:
On 10/20/2022, it was reported by a distributor via email that an ar-8926t knotless tightrope syndesmosis repair implant broke during tensioning after adjusting the sutures and closing the system. This was discovered during an ankle arthrodesis procedure on (B)(6) 2022. Everything was removed from the patient and case was completed using a product from another manufacturer.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.